Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips were closing distally and not proximally; and after removing applier, there was not enough hemostasis. Only (1) of the (3) devices involved will be returned.